Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received four inappropriate treatments from the lifevest. The patient was reportedly at home and unconscious at the time of the event. The patient's husband was present and called ems. At 2:57:16 pm the patient received the first treatment. The patient's rhythm at the time of the event was asystole with intermittent cardiac activity. The post-shock rhythm was asystole. At 2:57:41, the patient received a second treatment. The rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole. At 2:58:05 pm the patient received the third treatment. The patient's rhythm at the time of the treatment was asystole, and the post-shock rhythm was asystole. The fourth and final treatment was delivered at 5:58:29 pm. The patient's rhythm at the time of the treatment was asystole and the post-shock rhythm was asystole. The patient remained in asystole until the electrode belt was disconnected at 3:43:18 pm. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient's equipment was returned and found to be fully functional. There is no indication that the lifevest caused or contributed to the patient's death as the patient as in a non-treatable, non-life-sustaining rhythm prior to the treatments.